Event description:
It was reported that when the device was used during a laparoscopic splenectomy, the device did not fire correctly "cracked". Opened a 2nd device to complete the case. There was no consequence to the pt.